Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 02k91-23. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay on the architect i2000sr analyzer. The customer provided the following result data: sid (B)(6): (B)(6) 2018. Initial test: 60.95 u/ml. Retested on a second analyzer: 9.07 u/ml. There was no adverse impact to patient management reported. No additional patient information was made available.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a lot review, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. Historical performance of reagent lot 80016m800 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 80016m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 80016m800. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent, list number 02k91, lot 80016m800, was identified.